Event description:
It was reported that the bd syringe 0.3ml 31ga 8mm 10bag 500 pl/wg while using the syringe, the barrel fill with moisture. The following information was provided by the initial reporter: grandfather of young child, (3yrs old) stated: when he pushes the needle into the vial, the barrel of syringe fills with moisture. Stated, some of the insulin has become cloudy as a result of this moisture he's seeing. Stated, this issue has been happeing for 8 months now but this is his first time he's reporting it. Stated, its happened with multiple boxes over 8 months, (lot's unknown) he is reporting one lot today.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9203895. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4), (B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 31ga 8mm 10bag 500 pl/wg while using the syringe, the barrel fill with moisture. The following information was provided by the initial reporter: grandfather of young child, ((B)(6) yrs old) stated: when he pushes the needle into the vial, the barrel of syringe fills with moisture. Stated, some of the insulin has become cloudy as a result of this moisture he's seeing. Stated, this issue has been happening for 8 months now but this is his first time he's reporting it. Stated, its happened with multiple boxes over 8 months, (lot's unknown). He is reporting one lot today.